Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information from the patient alleging that the patient has nose and respiratory irritation, kidney disease/toxicity, liver disease/toxicity and also lung disease. No medical intervention was specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information from the patient alleging that the patient has nose and respiratory irritation, kidney disease/toxicity, liver disease/toxicity and also lung disease. No medical intervention was specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the third-party service center. There were no errors code found. The secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
On previously submitted report section event date was incorrect, in this report section event date has been updated / corrected.